Event description:
The customer reported that the etco2 function would not give a reading during a pt event. The involved pt died. We do not know, at this time, if the device behavior played a role in the pt outcome.

Manufacturer narrative:
(B)(4): the customer reported that the etco2 function would not give a reading during a pt event. The involved pt died. We do not know at this time, if the device behavior played a role in the pt outcome. We have requested additional info and are considering this a malfunction based on the customer report only. The complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.